Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the top of the catheter sheath was blocked and the right ventricular (rv) lead was unable to be placed. The lead and catheter were not used, and another catheter was used to implant another lead. No patient complications have been reported as a result of this event.